Event description:
The event is now reportable based on the device analysis completed in 2007. It was reported that during a coronary drug eluting stenting procedure, the stent could not cross the lesion. The lesion being treated was a severly calcified, 85% stenosed, moderately tortuous portion of the left anterior descending (lad) artery. The physician was unable to cross the lesion. No patient injuries or complications were reported. The case was completed with a non bsc stent. However analysis reveals stent damage.

Manufacturer narrative:
A review of the shop floor paperwork for the batch found that the device met its material, assembly and product specifications at the time of release to distribution. Following a detailed device analysis the condition of the returned device is consistent with the complaint reported. Visual and microscopic examination of the returned device revealed severe distal stent damage. The stent struts were raised and misaligned along the distal end of the stent. Distal stent damage is consistent with the device meeting some form of restriction during the insertion of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. Taking into consideration the thorough evaluation conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of operational context.